Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the asae (hematoma) was not determined due to lack of clinical details, no defect found during device evaluation.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 60-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), prior to initiation of support. The impella was inserted for ventricular support post-percutaneous coronary intervention (pci). At the end of the procedure, the peel-away sheath was removed and peeled away. The repo sheath was inserted under fluoroscopy guidance. A hematoma that had already started to form, started getting larger. The physician reassessed the groin and tried to re-angle the sheath, but it did not improve. The decision was made to explant the pump. Manual pressure was held for hemostasis. It was noted that heparin and brilinta were given during the procedure. The post-procedure outcome is survived at explant. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.